Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that no power was being delivered to the universal modular electric/battery double trigger handpiece. Additional clinical follow up with the customer indicated that a reset of the battery on the handpiece did not resume function. The battery was placed on a known working hand piece and it worked. It was uncertain if the terminals had made good connections. There was no harm, or delay of procedure reported.